Event description:
It was reported that a vented paclitaxel set was leaking from its tubing at several points. This occurred during priming. The reporter stated that the leaks were due damaged tubing from the packaging being sealed onto the tubing, indicating that the device was damaged before it was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a cut measuring approximately 0.5 cm was noted on the tubing. The cause of the problem was determined to be from the sealing machine at the packaging step in the manufacturing process. A CAPA has been opened for this issue. Manufacturing staff were retrained on proper techniques and sensors were put in place to identify potential issues. Should additional relevant information become available, a follow-up MDR will be submitted.